Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 where the surgeon noted he ¿very carefully separated the intestines and adhesions from the mesh.¿ it was further reported that the patient underwent additional hernia repair surgery on (B)(6) 2015 where the surgeon noted ¿incredibly dense adhesions to what was probably an old mesh repair in the past. Her mesh had been explanted. Over an hour was spent doing adhesion lysis.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite.